Manufacturer narrative:
Insulin pump received with broke battery cap, cracked lcd window, cracked case at the display window corner, missing reservoir o-ring, broken reservoir tube lip, broken belt clip slot, broken battery tube threads, cracked reservoir tube window and cracked case at the reservoir tube window corners. Insulin pump received with blank display due to battery tube connector not plugged in properly to b1/ib. Unable to perform all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, a cold reset was performed error test, displacement test, basic occlusion test, occlusion test, prime compromised force sensor system test, rewind test and excessive no delivery test due to blank display.

Event description:
The customer reported via phone call that insulin pump was shut off. Blood glucose was 320 mg/dl. Battery cap was damaged and screen, reservoir and battery compartment was cracked. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.